Event description:
This is a 79 yr. Old pt presenting with extensive gastric carcinoma with lymph node involvement requiring surgical intervention. An anastomosis was created after a proximal hemigastrectomy and distal esophageal resection was completed. A gastroscopy was performed eight days later when an anastomotic leak was discovered. The etiology of the leak is not specifially known. The leak may have been due to a combination of several factors. First, the distal anvil, as it was being closed, may have distrupted the prolene purse string enough so that the distal esophagus was attenuated causing a less than optimal anastomotic ring. Second, the degree of compression of the distal tissue may have caused enough ischemia to result in the anastomotic disruption. Third, the anvil may have actually cut the prolene suture as it closed. None of this was performed under direct vision and therefore, cannot be completely confirmed. It is important to note that this was a pt with nutritional deficits and decreased healing capacity because of his adenocarcinoma and difficult oral intake. Hosp became aware of add'l info on march 19, 1998 that makes event reportable.